Manufacturer narrative:
Perforation was found after 4 months since stent was implanted according to the report received. It is confirmed from the device history record that suspected device had been manufactured with no significant issue and passed all the inspections. Perforation can occur by other company's device as well as ours affected by patient's medical condition including lesion status, peristalsis of organs, and drug use. It is hard to find out exact root cause for this complaint since the suspected device was not returned and it is difficult to reconstruct the situation at the time of procedure with limited information. The suspected device is not registered in the us and we will continuously monitor whether similar or same complaint occurs.

Event description:
On (B)(6) 2015: ec1812ar was applied to malignant stenosis in the lower esophagus. After 4 months, perforation was admitted on the bronchial side. Treatment given to the patient: problems in breathing arose (condition worsened) and flexible bronchoscope was inserted to observe the condition of left bronchus. A part of upper stent uncovered was found exposed inside the left bronchus. Tracheobronchial stenting was judged unfeasible duo to patient's physical condition so another esophagus stent is planning to be added just above ec1812ar previously implanted on (B)(6) 2015.